Manufacturer narrative:
Implant date: 2017.

Event description:
Agent ide study. It was reported that non-st myocardial infarction (nstemi) occurred. In 2010, the mid right coronary artery (rca) was treated with balloon angioplasty and stenting. Four promus stents were implanted (2.75 x 28mm, 2.75 x 28mm, 3.00 x 28mm and 3.00 x 15mm). A 3.50 x 28mm promus stent was also implanted in the left anterior descending artery (lad). In 2017, the rca was treated with a 3.00 x 28mm promus premier stent and the lad was treated with a 3.00 x 20mm promus premier stent. In 2019, plain old balloon angioplasty was performed in the rca. In (B)(6) 2022, percutaneous coronary intervention (pci) was performed to treat in-stent restenosis (isr) in the rca. The subject presented with stable angina and was randomized into the agent ide study in (B)(6) 2022. The index procedure was performed the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The loading dose of 325 mg of aspirin and 90 mg of ticagrelor was administered prior to the index procedure. The target lesion was located at the mid rca and was 25 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated with 2.5 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 3.5 mm x 30 mm study device, successfully with 20% residual stenosis and timi flow of 3. The subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject presented emergently with the complaints of chest pain radiating towards the jaw associated with diaphoresis, numbness and tingling in the left arm since the previous night and a one-week history of left jaw pain. The chest pain continued and the subject was given nitroglycerine relieving the pain. Along with the chest pain the subject also had shortness of breath, worsening of lower extremity edema and weight gain. The subject had a history of missing medication once every two weeks and did not take ticagrelor on the day of worsening chest pain. The subject was hospitalized for further evaluation and treatment. Electrocardiography revealed sinus bradycardia. Troponin levels were noted to elevated and the subject was diagnosed with nstemi. At the time of event the subject was on aspirin and ticagrelor. The subject was started on sublingual nitroglycerin and recommended for a cardiac catheterization. The subject became hypotensive, most likely due to nitroglycerin. Fluid resuscitation was initiated and the subject was started on integrin and heparin. The 70% restenosis from mid to distal rca was pre dilated with a 2.00 mm x 15 mm emerge balloon and a 2.50 mm x 15 mm non-boston scientific (bsc) non-compliant (nc) balloon, followed by treatment with a 3.50 mm x 38 mm non-bsc drug eluting stent. Post dilation was performed with a 3.50 mm x 12 mm non-bsc nc balloon and a 4.0 mm x 20 mm nc emerge balloon. Post revascularization,10% residual stenosis with timi 3 flow was noted. The 70% stenosis from the proximal to mid rca was treated with a 4.0 mm x 38 mm non-bsc drug eluting stent. The post dilation was performed with a 4.0 mm x 20 mm nc emerge balloon. Post revascularization, 0% stenosis with timi flow 3 was noted. The pci of the proximal to distal rca with two overlapping drug eluting stents was successful. The next day the event was considered recovered/resolved and the subject was discharged on indefinite aspirin therapy and ticagrelor for 12 months.